Event description:
Caller reported that the insulin gauge displayed a different amount than expected, with a discrepancy noted on a previous day where the fill estimate showed 0 units instead of the expected 130 units. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer loaded a new cartridge, and technical support instructed the caller to contact them again for troubleshooting if they experience an active fill estimate issue in the future.